Event description:
It was reported that the leads were returned to the manufacturer after being removed and replaced for a medical judgement upgrade. The leads subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The full lead was returned in segments and analyzed. The proximal conductor was fractured at the first rib/clavicle. The distal conductor was distorted. The distal and proximal conductors had blood (not obstructed). The helix was bent, distorted. The outer insulation cosmetically was melted, and had a depression, and environmental stress cracking. The inner insulation had metal ion oxidation. Concomitant products: 4068 implantable pacing lead 2000 (B)(6). (B)(4).